Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, calcified lesion in the left anterior descending artery. The 3.0x33 mm xience prox stent delivery system (sds) was advanced and the stent was implanted. Several attempts of inflation and deflation were made; the first inflation attempt was at 7 atmospheres. Negative pressure was held for at least 20 seconds the first time; however, the balloon did not deflate. Resistance was felt with the implanted stent during removal of the sds; however, the sds was ultimately able to be pulled with the inflated balloon into the guide catheter and removed from the patient anatomy as a single unit. Another xience prox stent was implanted in the lateral circumflex artery. Post-dilatation was performed successfully with two unspecified nc balloon catheters using the kissing balloon technique. There were no adverse patient effects. There was a delay in the procedure but the delay was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The deflation difficulties were able to be confirmed. The difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation difficulties; however the difficulties removing the device appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.